Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures and determined the manifold valve the cause for the result issue. The part was replaced, and the issue was resolved. A review of instrument service history for (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the architect i1000sr processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the manifold valve did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect i1000sr processing module, serial number (B)(6), or the manifold valve.

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I for two female patients. The following results were provided: sids (B)(6). Sample 1, (B)(6) 2025, initial troponin result= 97.2 pg/ml; repeat result= 2.0 pg/ml and 3.4 pg/ml. Sample 2, (B)(6) 2025, initial troponin result= 85.7 pg/ml; 06nov2025, repeat result= 6.7 pg/ml. Reference range male <34 pg/ml, female <16 pg/ml. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for two female patients. The following results were provided: sids (B)(6). Sample 1, (B)(6) 2025, initial troponin result= 97.2 pg/ml; repeat result= 2.0 pg/ml and 3.4 pg/ml, sample 2, (B)(6) 2025, initial troponin result= 85.7 pg/ml; (B)(6) 2025, repeat result= 6.7 pg/ml. Reference range male <34 pg/ml, female <16 pg/ml there was no impact to patient management reported.

Manufacturer narrative:
A1 patient identifier: sample ids are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 01l87-56 that has a similar product distributed in the us, list number 1l86-01 / 40 / 84 / 98, with 510k/PMA/bla exempt status.